Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they let the stimulator battery run out completely. Patient stated the way it was set they only had to charge every 6-7 days and there was only one group/program on the front and when it ran out, they weren't paying attention. Patient reported when they recharged it was back to programs 1, 2, or 3 and they had to recharge every night and it wouldn't hold a charge like it did before. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further discuss programming and recharging statistics. Patient mentioned they are having surgery next friday and need it fixed before then. Patient stated they have two medtronic reps info and stated they would try reaching out to them.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.